Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the events was unknown. On an unreported date the patient was hospitalized for the events. Treatment was not reported. At the time of this report the outcome of the events was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.